Event description:
It was reported that the device's defibrillator capacitor is below specs. There was reportedly no patient involvement. The bench technician evaluated the device and determined that the defibrillator capacitor is below specs. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's defibrillator capacitor is below specs. There was reportedly no patient involvement. The bench technician evaluated the device and determined that the defibrillator capacitor is below specs. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.